Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. This report is for one (1) unknown multiloc humeral nailing system set. Part#, lot# and UDI # is not available. Incident occurred intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter facility contact number was not provided. This report is for one (1) unknown multiloc humeral nailing system set. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for the proximal 1/3 humerus pathological fracture. During the surgery, after the proximal fixation of the humeral nail, the screw was inserted in the distal side by using the radiolucent drive. The surgery had to be stopped right after drilling the most distal hole, because the patient complained severe pain. When the surgeon checked, it was found that the radial nerve had been damaged. An immediate surgery for nerve suturing by general anesthesia was performed. According to the surgeon's opinion, since the radial nerve usually runs around distal 1/3 of the humerus, it was thought that the patient's radial nerve actually would run much more distal part of the humerus. The surgeon also pointed that 220 mm nail had been inserted on the opposite side of the radial nerve, and the smaller size of the nail might have been inserted in operation area, the nail might have interfered the radial nerve. According to another assistant surgeon's opinion, the anatomical rotation of the radial nerve might not have been in the right position. Due to this, the radial nerve might have moved forward more than usual and interfered the nail. In terms of further treatment plan, the surgeon stated that the gradual rehabilitation will be planned. The surgery was extended for 120 minutes. Patient outcome is unknown. This report is for one (1) unknown multiloc humeral nailing system set. This is report 1 of 1 for (B)(4).